Event description:
It was reported that the patient with this pacemaker stated that their communicator displayed a red call doctor icon. A data request was submitted and determined that the device was operating in safety mode. The communicator returned to green and the patient was referred to their local clinic to notify of the red call doctor icon. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. <based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.